Event description:
Baxter global pharmacovigilance (gpv) contacted a peritoneal dialysis registered nurse (pdrn) on (B)(4) 2013, for an unrelated event, and received the following information. On an unknown date in (B)(6) 2012, the homechoice patient (hp) experienced the flu, diarrhea, and vomiting. On (B)(6) 2012, the hp experienced an infection. The pdrn clarified that the infection was peritonitis. The hp was not hospitalized for the peritonitis event. The hp was treated with vancomycin 2g per week for 2 weeks. On an unknown date in (B)(6) 2012, the hp recovered from the flu and vomiting. The hp was recovering from the diarrhea and peritonitis. Dianeal therapy was ongoing. The cause of the diarrhea and vomiting were related to the flu. The pdrn stated that the cause of the peritonitis was an accidental contamination when the hp had the flu. The details of the contamination were unknown but the hp had denied any touch contamination or break in aseptic technique and thought that somehow the lines got contaminated when the hp had the flu. The pdrn stated that the hp has been retrained on aseptic technique. The pdrn stated that the events of the flu, diarrhea, vomiting, infection and peritonitis were not related to pd solutions, devices or disposables. No further information was able to be provided at this time.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique, described as accidental contamination; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.